Manufacturer narrative:
No contact information was provided for the initial reporter, therefore additional event, product, and/ or patient details are not attainable. Reason for reoperation: rupture.

Event description:
Patient reported right side "felt pain every 3 minutes and stick out and top breast pain" and rupture. The device remains implanted.